Manufacturer narrative:
Hospitalization no longer applies. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies.

Event description:
Additional information was received from the healthcare provider (hcp) and manufacturing representative. The patient was currently hospitalized and in withdrawal. The withdrawal was being handled by the hcps at the hospital until the pump could be replaced. The patients pump was in safe mode, and he was taking oral narcotics until his pump was replaced on (B)(6) 2016. Logs showed that reset occurred low battery and safe state happened on (B)(6) 2016 at 23:45.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which showed the pump logs. The pump logs indicated that the pump went through a low battery reset and that a safe state came after the reset. The patient had surgery to replace the pump.

Event description:
Information was received from a consumer, healthcare professional (hcp), and company representative regarding a patient receiving hydromorphone (20 mg/ml at 5.255 mg/day), clonidine (450 mcg/ml at 118.24 mcg/day), and bupivacaine (10 mg/ml at 2.628 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 the patient was admitted to the hospital for reasons unrelated to the pump. A hospital doctor told him that he could use a bolus in the interim for pain needs. On (B)(6) 2016 he turned on his ptm (personal therapy manager) and got the date. When he tried to administer a bolus, the ptm gave an error code indicating that a pump reset occurred. He had already changed the aaa batteries in the ptm. The patient was planning to follow-up with his hcp for next steps.

Manufacturer narrative:
Analysis found that the pump battery had high resistance. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.